Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a cerebrovascular accident (cva) and was admitted on (B)(6) 2021. The cva led to further debility. The patient was discharged on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until they experienced additional cva on (B)(6) 2021 (manufacturer report number 2916596-2022-00354). The patient expired on (B)(6) 2021 due to an intracerebral brain hemorrhage (manufacturer report number 2916596-2021-07676). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 29jul2018. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Neurologic dysfunction is listed as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ lists neurological dysfunction as a potential late postimplant complication. Section 6 of the IFU, (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the patient also experienced lower left extremity (lle) numbness and tingling. A computed tomography (CT) scan of their brain was performed. It was noted that the patient has an international normalized ratio of 4.27, which may have contributed to the cerebrovascular accident (cva). Neurology was consulted and there was no concern for stroke. The patient was observed before being discharged.